Event description:
This complaint is from a literature source. The following literature cite has been reviewed: takamori s, ebana h, nakatsuka m, kobayashi a, endo m. Evaluation of the safety of drainless uniportal video-assisted thoracoscopic surgery for the treatment of primary spontaneous pneumothorax: a two-institution retrospective study. J thorac dis. 2024 oct 31;16(10):6537-6544. Doi: 10.21037/jtd-24-972. Epub 2024 oct 30. Pmid: 39552897; pmcid: pmc11565299. The aim of this study is to investigate the safety and feasibility of drainless u-vats in patients with psp and compare postoperative outcomes between specialists and residents. Between april 2023 and march 2024, a total of 54 patients underwent u-vats (uniportal video-assisted thoracoscopic surgery) using echelon endopath® staple line reinforcement (ethicon, inc., cincinnati, oh, USA). Reported complications are: n=3; re-operation on the surgical side. Treatment: not mentioned. N=1; bleeding. Treatment: not mentioned. N=11; presence of pleural adhesion. Treatment: not mentioned. In conclusion, protocol-compliant drainless surgery for psp is safe and feasible. The results from the two institutions suggest that residents can adequately perform u-vats for spontaneous pneumothorax with perioperative outcomes comparable to those of specialists.

Manufacturer narrative:
(B)(4). Date sent: 8/13/2025. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon devices mentioned in this article caused/contributed to the reported events in the article? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.